Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of pump module infusing too fast. Customer states that product will not be returned as they are doing their own investigation.

Event description:
A nurse reported that she set up platelets using a basic infusion. She sued the volume/duration feature and entered 476mls over 1 hour. She went back after 25 minutes and found the platelet bag empty and air starting to pull into the IV line (not to the ail sensor yet). The vtbi still said there was two hundred plus left to infuse. She opened up the saline line to infuse at 50ml/hr. She thought the pump was running a lot faster than that. She stopped the infusion, reloaded the set and then started the infusion. She then thought it was running at the right rate. The devices and tubing (model 2478-0000) were brought to the hospital biomed. They were instructed by the director of nursing to download the event logs at this point. No pt harm and no report of medical intervention. The customer did not provide any add'l pt or event details.